Event description:
It was reported that the patient underwent a dye study as the patient was receiving inadequate therapy on a high dose of baclofen thought to be 700-750 mcg/day. The study was performed in the interventional lab, under fluoroscopy, to determine catheter placement. The hcp was unable to aspirate the catheter during the study; several different sized syringes were used. The hcp was aware that the patient could be overdosed if the dye was pushed through the catheter. The patient would be bolused with approximately 100 mcg of lioresal 2000mcg/ml. The hcp decided to attempt the study and pushed with some force several times. Dye was then seen from the connector to midway up the catheter. Then the hcp pushed harder and dye was seen in the intrathecal space; no pooling of dye was noted by the reporter. The hcp flushed the catheter with saline. No priming bolus was programmed after the study. The patient also had a cat scan done after the study to ensure the catheter was in the it space and didn't back out. It appeared to the reporter that a butterfly anchor was close to the pump, but the patient was in a fetal position during the test. The patient was monitored for 1-2 hours post study and the patient's caretaker was notified to watch for signs of overdose. That evening the patient was taken to the emergency room with flaccidity, "not much tone and a respiratory concern." The pump was checked and the patient was monitored overnight in the intensive care unit. The patient was discharged to home in 2009 with a daily dose of 200 mcg/day. Additional information received indicated the catheter was returned due to the possible "malfunction". The catheter was analyzed and passed patency and pressure testing. Analysis revealed acceptable catheter testing. Additional information received indicated the patient also experienced hypertonia. The patient had an x-ray the following month; reported as normal. Dose adjustment was made on that same day with "no change in tone". The patient had surgical intervention two days later, and decreased the tone per the reporter. The event was attributed to the catheter which was replaced. The patient recovered without sequela.

Manufacturer narrative:
The catheter was returned to the manufacturer for analysis. The device was received in 3 pieces. A proximal piece 7.7cm including the pump connector to the distal piece 2.1 cm. A distal piece 21.7cm, and a third 40.3 cm distal piece to the distal tip. All testing was acceptable. The sc pump connector was inspected under a microscope for dents in the white material or for deformation of the retaining ring. No anomalies were seen. Final device analysis results revealed - acceptable catheter testing. No further conclusions could be drawn as the catheter was received in three pieces, and no notes were provided for how the device looked in vivo.